Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an electrical reset. The patient came in for a routine follow-up test and the device model number was found to be all question marks with the serial number all zeros. The physician elected to explant the device. The ICD will be analyzed when received.